Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. The evaluation confirmed the reported symptom of "system error 105" caused by a failed I/o printed circuit board. The I/o printed circuit board and shielding were replaced.

Event description:
The customer reported that the spectrum pump displayed system error 105 alarms. No patient injury was reported. No further information was provided.